Manufacturer narrative:
The initial MDR for this complaint was sent in error as the specific sku ((B)(6)) for duragen is not sold in the us. Nevertheless, to close out this complaint, this follow up MDR is being submitted. Investigation findings: the product was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Based on the lack of sample availability and the assessment provided by medical affairs the possible root cause for reported event is likely to related to improper application or technique since there is no indication or trending that would implicate the device as causal. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cerebrospinal fluid (csf) leakage and subcutaneous collection occurred after cranioplasty. The csf fluid leaked epidurally, and formed an edema and also accumulated under the skin through the gaps between the bone fragments. Even after the puncture and 60 cc were removed, subcutaneous accumulation was confirmed the next day. The patient is currently under follow-up and re-operation is being considered.